Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to advance and guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. A still image from the procedure was received and reviewed by an abbott clinical specialist, which confirmed the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after the whisper guide wire was unable to cross the left circumflex coronary artery, it was noted that the distal tip of the guide wire had separated. A new whisper guide wire was advanced and successfully crossed the lesion, but the second guide wire was unable to remove the separated tip. A non-abbott stent was implanted to embed the separated tip of the whisper guide wire against the vessel wall and was implanted at the target lesion. The patient outcome was very good. The patient was seen at the hospital for a routine follow-up visit after seven days and no issues were reported. No additional information was provided.